Event description:
It was reported by a company representative that while at physician¿s office, the tablet was displaying an error message stating ¿unable to open port¿. Troubleshooting was performed by swapping out the usb serial data cable with the company representative¿s cable which solved the issue. The usb cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned usb serial data cable 04/07/2016. The cause of the error was associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable printed circuit board, no further anomalies were identified. Additional relevant information has not been received to-date.